Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an endobronchial ultrasound with the device, the ultrasound image freezes and the message "max emission of lamp continuing, the light intensity will be reduced" is displayed. The user withdrew the scope from the patient and reconnected the scope connector of the scope to the device, and the ultrasound image came to normal. The user completed the procedure by using the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However based on the report of the user, omsc surmised there was the possibility this phenomenon was attributed to the product specification of the subject device which if the maximum light amount is maintained for 2 minutes, the "max emission of lamp continued, light intensity is reduced" message will be displayed on the subject device side, and the light amount will be reduced by half and the ultrasound image freezes. This function is designed to suppress heat generation at the tip of the scope by maximizing dimming when the scope is hanged on the hanger. It is not assumed to occur during observation. However, if it was occurred bleeding, we were able to confirm the phenomenon that emits the maximum light even in the patient body cavity. It is assumed that the reported phenomenon occurred since the lamp became the largest emission amount due to bleeding during the procedure and it was continued for two minutes.